Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure. According to the complainant, post procedure, on (B) (6) 2009 the skin around the stoma site became irritated. A collide bandage was placed on the site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.